Event description:
During a regular follow-up, episodes with noise oversensing were found in device memory. Noise was not reproducible during follow-up. According to the pt, he was in the vicinity of high-voltage electrical wires at the time episodes were recorded. Preliminary analysis confirmed reported event resulted from an exposition to strong emi.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. Analysis is pending.